Manufacturer narrative:
Continuation of medical devices: 407645 lead implanted: (B)(6) 2010. Non-health care professional. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported being shocked approximately 65 times. Follow-up with the physician's office did not yield any additional relevant information. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that a magnet was placed on the device due to the shocks.

Manufacturer narrative:
Correction: d4, d6a, d6b, d9, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Review of all the previous analysis data from when the device was first returned in june of 2012 determined that the device met specifications for normal battery depletion and normal device operation. No further analysis could be performed as the device has long since been recycled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.